Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (contamination) was confirmed due to contamination on the belt receptacle pins. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor returned a monitor and reported monitor was contaminated. Patient reported multiple burns on the skin following an alleged treatment event. There is no indication that the patient received medical intervention. Patient reported applying antibiotic ointments and the burns healed.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient reported multiple burns on the skin following an alleged treatment event. There is no indication that the patient received medical intervention. Patient reported applying antibiotic ointments and the burns healed.